Manufacturer narrative:
Customer name and address- postal code: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during removal from the package, an unknown foreign matter was found in a guardia¿ access embryo transfer catheter. This was discovered prior to device use, and no patient contact occurred. The device was discarded.

Manufacturer narrative:
Event summary as reported, during removal from the package, an unknown foreign matter was found in a guardia¿ access embryo transfer catheter. This was discovered prior to device use, and no patient contact occurred. The device was discarded. Investigation - evaluation reviews of the complaint history, device history record, instructions for use, specifications, and quality control procedures of the device were conducted during the investigation. No device was returned for investigation. Accordingly, no physical examinations were performed. A photo was provided which appeared to show a dark and hair-like fiber near the distal tip of the guide catheter. A document-based investigation evaluation was performed. No related non-conformance's were recorded, and there have been no other reported complaints for this lot number. There is no evidence of additional nonconforming devices from the complaint lot in house or in the field. There were no identified gaps in the device specifications or quality controls procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is packaged with instructions for use, which state, ¿infection may occur due to bacterial contamination of the device during vaginal manipulation, and result in urinary tract infection (uti), pelvic inflammatory disease (pid), or uterine infection. Recommendations to minimize occurrence include use of only embryo compatible materials, flushing the catheter (and any other accessories used) with sterile, compatible culture media, and closely adhering to sterile techniques.¿ based on the available information, cook has concluded that the foreign matter was most likely introduced during the manufacturing process. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.